Event description:
This spontaneous case was reported by an other and describes the occurrence of abdominal pain ("recurrent belly aches"), adenomyosis ("adenomyosis") and abasia ("she was unable to walk") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant) with genital haemorrhage and metrorrhagia, abasia (seriousness criterion medically significant), vertigo ("vertigos"), fatigue ("significant fatigue"), myalgia ("significant muscular pain") and feeling abnormal ("she felt as if her body was broken with hammer blow, she reported to have all the symptoms of a (B)(6)"). The patient was treated with surgery (endometrium removed and later uterus of the patient was removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, fatigue and myalgia was resolving, the adenomyosis had resolved and the abasia, vertigo and feeling abnormal outcome was unknown. The reporter considered abdominal pain, fatigue and myalgia to be related to essure. The reporter provided no causality assessment for abasia, adenomyosis, feeling abnormal and vertigo with essure. The reporter commented: problems started 6 months after essure insertion with bleeding between menstruations periods. She experienced haemorrhage and went to the emergency unit. After several investigations adenomyosis was diagnosed and endometrium was removed. Then, the patient felt fine again and restarted working. Fours years later, the patient experienced vertigos and significant fatigue that requiring laying down. She experienced significant muscular pain, and recurrent belly aches. Last summer, during holidays, she was unable to walk.. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.